Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 71.7 cm to 72.2 cm from the connector pin breaching the cable lumen. (B)(4).

Event description:
This report is to advise of an event observed during analysis.